Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer claimed that they were having a helium leak. The fse could not recreate the reported issue and there were no error codes associated with the reported malfunction. The fse found fluid in the lines, cleared the fluid from the lines and found no further issues. The iabp passed all functional and safety test per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported receiving a helium empty message and pumping stopped. The circumstances of the event are unknown, however, it was reported that there was no patient involvement. No adverse event has been reported.